Manufacturer narrative:
Innovative health, llc became aware on (B)(6) 2021 of a report from (B)(6) medical center on a supreme diagnostic ep catheter that was inserted down the esophagus of a patient during an ep procedure. During this time, the curve protector of the device was not taken off of the catheter and was then lodged down the patient's throat. The patient was taken back to the recovery room, where they were able to cough up the lodged curved protector. No further medical intervention was reported by the hospital. Per the feedback received from the hospital, no device malfunctions were reported with this device. This device was discarded by the hospital prior to returning the device to innovative health for evaluation. Furthermore, the device details were unavailable; thus, a review of the original manufacturing records was unable to be performed. A review of innovative health's instructions for use, IFU-ep-0008 rev. 2, was performed, and the IFU states "if the catheter is packaged with a curve protector/retainer, remove and discard."

Event description:
This device was reportedly in use down the esophagus during an ep procedure. During this time, the tip protector was not taken off of the catheter and was lodged down the patient's throat. The patient was taken back to the recovery room, where they were able to cough up the lodged tip protector.